Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 322 cause by loose switch bracket screws. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue. The upper auxiliary assembly, which contains the failed screws, was replaced.